Event description:
Upon follow up it was determined that the event was not device related; the patient had adapted to the therapy. Diagnostic tests that were performed included x-rays which were ordered but not done, and an MRI after explant. The patient did experience a gradual loss of stimulation. If additional information is received follow-up report will be sent.

Event description:
It was reported that the patient lost coverage overtime to the lower back and legs. The patient was not in a clinical study. The device was not replaced with the manufacturer¿s product. There was a therapy-related issue, for the loss of coverage over time. The device was used with/in the patient for the intended use of treatment. There was not a patient death and there was no patient injury. The patient recovered without sequela after the removal of the device.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomalies as the device was overdischarged.

Manufacturer narrative:
Concomitant products: product ID: 3888-33, lot# va0e60u, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3998, lot# va0hxx1, implanted: (B)(6) 2014-06-05 explanted: 2015-01-19 product type lead product ID 3888-45 lot# v994388 serial# implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.